Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of ¿static or positive air pressure¿. Based on this failure information the risk is low. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿100% latex-free urine meter with bag. - 200 ml capacity meter. - 2200 ml approximate volume capacity drainage bag. - bard ez-lok® sampling port. - attached sheeting clip. - control-fit¿ outlet device." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said he got blood clots this morning and the drain bag was ¿destroyed. It is currently unknown if urine was able to flow into the bag. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said he got blood clots this morning and the drain bag was ¿destroyed. It is currently unknown if urine was able to flow into the bag. No medical intervention reported.